Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone #: (B)(6).

Event description:
It was reported the x3 monitor caught fire at the baby monitoring station during an intervention in outpatient surgery. The x3 monitor emitted smoke and nurse who was present quickly replaced the monitoring equipment. It was also noted the monitor continued to function during this time prior to being exchanged. There was no report of actual harm associated with this complaint. The picture returned revealed a charred and melted power supply port.